Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed the actual longevity is less than 80% of 99.9% longevity limit. Loaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient came into the office for a follow-up visit and the device was at elective replacement indicators (eri). It was also reported that there may have been possible premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.